Manufacturer narrative:
The device was discarded and investigation is pending.

Event description:
The complaint involved a tego® connector. The complaint happened on an unspecified date in april. The reporter stated that, "the issue we had was reduced flows and dropping pressures on the permcath on dialysis procedure. We had to change the tego caps, it would work for that session, and we incurred the same problem again the next session." There was patient involvement and delay in therapy but no adverse event or patient harm.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and the lot number was found to fall under the scope of the related corrective and preventative action (CAPA) plan. A CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.